Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. Possible models could include: 5038 lead, 5032 lead, ss103 ipg, ss106 ipg, ss203 ipg, sd203 ipg, ss303 ipg, sd303 ipg. Since no device ID was provided, it is unknown if this event has been previously reported. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: long-term outcome of atrial synchronous mode pacing in patients with atrioventricular block using a single lead. Clin cardiol 2010;33:18-22. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pulse generators (ipg). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports there were implant complications including: pneumothorax, hematoma, wound infection, and subclavian vein thrombosis. The article reports that during follow up there were patient deaths, patients who experienced atrial undersensing, and a patient who developed pacemaker syndrome requiring a device upgrade. The status of the device is unknown. Further follow up did not yet yield any additional information.